Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lens was dislodged due to stress on the scope mount. However, the specific cause of the dislodged lens was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) water flooded due to lens damage, b) cable substrate covered with water, c) noise (object not visible), and d) cloudy. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head, when using the device for the first procedure on the day, it confirmed that the image was cloudy, but the procedure was completed. After reprocessing, the screen became blurry during the second procedure and was unusable. The cover glass on the tip of the camera was found on the shelf for storage, so it seems that it had fallen off before the procedure. The second procedure was completed with a different device. There are no health hazards from this event. The issue was found during a transurethral resection in saline (tur-is) procedure. The procedure was therapeutic. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.